Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class ii underwent an initial implant procedure with a transcatheter aortic valve. The patient had comorbidities including dyslipidemia, hypertension, and renal failure (not on dialysis), and was receiving ongoing pharmacological therapies with calcium channel blockers and statins. Electrocardiogram testing at discharge revealed abnormalities including av block I and left bundle branch block. A pacemaker was implanted 6 days following implant of the valve. The patient was discharged to home 4 days later.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.